Event description:
It was reported that a lead integrity alert was heard by the patient due to the right ventricular (rv) lead having fifty-eight sensing integrity counters (sic) and non-sustained tachycardia episodes with noise and the rv pace/sense were greater than 2000 ohms. A rv lead fracture is suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed oversensing, 4 - ventricular non-sustained tachycardia's (nst) <=210 ms on (B)(6) 2012 in the timeframe between 11:35:07 and 12:20:06, interference/noise, and ventricular short interval count v-sic=226.3 counts average/day, in 1.83 days, between (B)(6) 2012. The std review (programmer data) shows 1- lead integrity alert triggered on (B)(6) 2012 and 1 - patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012. Evaluation summary: (B)(4) the full lead was returned, analyzed, and revealed that the proximal conductor was fractured. It was noted that the defibrillation conductor was distorted, the outer tubing overlay had blood/body fluid on it and it was melted. The outer insulation had cosmetic depression, the connector pin was bent, and there was blood in/on helix/lobe mechanism.